Event description:
It was reported that prior to any procedure, there was a hole found in the tyvek. The device was not used.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.